Manufacturer narrative:
The device was not returned for evaluation. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. Without an evaluation of the device a root cause cannot be determined but is not likely related to manufacturing. The instructions for use (IFU) lists malposition/migration as a common complication. The IFU includes the following warnings: *confirm catheter tip position by x-ray prior to use. Monitor tip placement routinely per institution policy. *during all dressing changes, the external length of the catheter should be assessed to determine if catheter migration has occurred. Periodically confirm catheter placement and tip location. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was originally not returned for evaluation and the complaint was closed. The device was later received and the complaint was re-opened for further evaluation. Received one 1.9f single lumen vascu-PICC. Visual examination revealed no obvious damage or defects. The lumen was trimmed to 15.5cm length. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. Evaluation of the device does not change the outcome of the investigation. There is no evidence of a manufacturing issue/defect that would contribute to the complaint as reported. Spontaneous catheter migration is a known documented complication of piccs. The instructions for use (IFU) lists malposition/migration as a common complication. Included in the IFU are the following warnings: *confirm catheter tip position by x-ray prior to use. Monitor tip placement routinely per institution policy. *during all dressing changes, the external length of the catheter should be assessed to determine if catheter migration has occurred. Periodically confirm catheter placement and tip location.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
PICC inserted at right brachial vein. It was trimmed. Initially there was 1cm external length immediately after insertion. Secured to patient with secure port IV tissue adhesive and tegaderm. PICC had migrated to heart. Tip position verified by x-ray by PICC nurse and md. PICC pulled back/repositioned to patients svc junction so it was in a safe position for infusion. Additional 2 cm pulled out, for a total of 3cm external length after intervention. Device will be removed once patient at full feeds.